Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the device and observed that the device therapy connector and therapy cable connector was damaged for an unknown cause. There was no patient use associated with the reported event.